Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation: symptomatic cystocele with urinary stress incontinence and symptomatic rectocele, grade 2 rectocele. The procedure performed: anteroposterior colporrhaphy with transvaginal sling procedure. Complications post ivs tunneler implant placement: in 2004: unable to void. Ultrasound showed swelling of the bladder. CT abdomen revealed 8 x 5 cm anterior pelvic collection adjacent to the right side of the urinary bladder and most suggestive of an abscess. Planned for surgical release of transvaginal sling.